Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the rubber keypad was intact but the keypad symbols were worn. All of the buttons were intermittently unresponsive. Evaluation revealed there was contamination under all button contacts.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the up, down and ok buttons were intermittently unresponsive and required multiple presses to elicit a response. The reporter stated that the keypad was intact and no known trauma to the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.